Manufacturer narrative:
Complete catalog #, expiration date, and serial #: unknown, not provided. If implanted, give date: lens was implanted about 10 years ago but exact date was not provided. (B)(6). (B)(4). Device manufacture date: unknown since serial # is not known. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model clrflxb, was performed because the patient experienced visual disturbance and blurred vision. The surgeon found the lens was cloudy when the patient was examined. The clrflxb was replaced with another unknown lens. The clrflxb was originally implanted about ten years ago. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 07/06/2016. Returned to manufacturer: yes. Device evaluation: visual inspection at 10x microscope magnification was performed. The lens was observed cut in two parts. Residue of viscoelastic (ovd) was detected in both lens parts. The observed condition and the way in which the cut is formed is consistent with a lens that has been cut due to intraocular lens (iol) removal or explant. The reported issue of cloudy lens could not be verified in the returned product. The lens was submitted for further analysis to investigate dark stains on the lens. Energy-dispersive x-ray spectroscopy (edx) and fourier transform infrared spectroscopy (ftir) analysis of representative spots revealed metal particles (stainless steel and possibly nickel) and possibly silicate. Calcium was also present and may be due to calcification of the iol. Manufacturing records review: the manufacturing record and complaint history for the impacted production order cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.